Event description:
On (B)(6) 2006, the plaintiff was implanted with an ams sparc sling system. It was alleged by the plaintiff's attorney that the plaintiff experienced "injuries including extreme pain, infections, discharge, fevers, distended abdomen, dyspareunia and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, pain leading to the need for additional surgery, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.